Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the jaws were appearing to sever the vessels when placing clips. It happened with either a single or multiple vessels being clipped within a single clip. Doesn't occur with every clip. Then the vessels are retracting into the tissue taking about 5-10 minutes to control the bleeding but it is controlled during the procedure and the patient is fine. Case completed with same device. There were no adverse consequences for the patient. No device will be returned.